Event description:
It was reported the patient's blood glucose rose to 516 mg/dl while wearing the pod on the arm. As treatment, a new pod was applied.

Manufacturer narrative:
A leak test was performed on the device. Fluid leaked out of the unexposed portion of the soft cannula. A small tear was observed on the unexposed portion of the soft cannula. Corrosion was observed on the pcb, linkage assembly, and mechanism rails. The leak on the soft cannula caused the corrosion. These factors ultimately contributed to the device's failure to deliver insulin. Data could not be downloaded from the device. This data loss was caused by the damaged soft cannula. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.